Event description:
Boston scientific crm received information that this right atrial (ra) lead was explanted due to infection. A new ra lead was successfully implanted. Dates were provided to us by boston scientific. Date of explant was not provided and it was not made clear if the event date was the day the infection was discovered or when the lead was explanted.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicator showed the successful completion of the sterilization process. In summary, the infection was not device related.